Event description:
It was reported that the attempted left ventricular (lv) lead exhibited high and unstable thresholds and was ultimately exchanged for another lead due to patient anatomy. The second attempted lv lead also exhibited high thresholds and phrenic nerve stimulation was observed. The second lead was also ultimately exchanged for a new lead due to patient anatomy and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.